Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006; 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced dizziness. A transmission observed the right atrial (ra) lead with far field r-wave (ffrw) oversensing on stored episodes, which was falling into the blanking zone. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had also experiences weakness. The lead remains in use. No further patient complications have been reported as a result of this event.